Manufacturer narrative:
The battery was not returned to zoll circulation for investigation. A supplemental report will be submitted if the device is returned and the investigation is completed. Note: autopulse s/n (B)(4) - MFR report# 3003793491-2013-00499. Nimh battery s/n (B)(4) - MFR report# 3003793491-2013-00556. Nimh battery s/n (B)(4) - MFR report# 3003793491-2013-00557. Nimh battery s/n (B)(4) - MFR report# 3003793491-2013-00558. Nimh battery s/n (B)(4) - MFR report# 3003793491-2013-00559.

Event description:
It was reported that on (B)(6) 2013 during b shift, they attempted to perform the daily function test on the autopulse platform. The autopulse unit displayed low power on 4 separate batteries that had indicated full charge. However, c unit was unable to replicate the problem. Additional info was received where it was indicated that all four batteries used in this incident were nimh. It was also reported that when the led button on each battery was pushed, it was green indicating a full charge. No additional details were provided. No pt involvement was reported.